Manufacturer narrative:
The field service engineer replaced tubings as there was damage. He flushed the measuring pathway and reagent probes, checked the procell and cleancell, and primed the fluid system and all probes. He performed blankcells, instrument checks, calibration, and qc with results in range. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit for approximately 92-94 patient samples on (B)(6) 2022. The following examples were provided: on (B)(6) 2021, sample 1 initial elecsys ft4 iii assay result was 100 pmol/l with a data flag and initial elecsys tsh assay result was 0.0699 uiu/ml. The repeat ft4 result was 17.86 pmol/l and the repeat tsh result was 13.05 uiu/ml. On (B)(6) 2022, sample 2 initial tsh result was 0.0167 uiu/ml and the initial troponin t hs result was <5 pg/ml. On (B)(6) 2022, the repeat tsh result was 2.64 uiu/ml and the repeat troponin t hs result was 37.27 pg/ml. Sample 3 initial troponin t hs result was <5 pg/ml and the repeat result was 229.5 pg/ml. All of the questionable results were reported outside of the laboratory and were later corrected. The ft4 reagent lot number was 541093 and the tsh reagent lot number was 568339. The troponin t hs reagent lot number was not provided. The expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation could not determine a specific cause for the issue with the tubing as it was not available for further investigation. The issue appeared to be resolved after the service visit as no further events were reported and the qc is in range.